Event description:
The customer reported that the system intermittently displayed an x-ray disable error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fluoro functions board was replaced during the service call. He system was tested and found to be working as intended and put back into service.